Event description:
A malfunction alarm designated as "malf 12" was reported, though there were no notable events prior to the incident. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue happened again, which the customer understood.